Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G4: PMA/510(k)#: one additional code applies; k230855.

Event description:
It was reported that before using three (3) bd vacutainer® sst¿ blood collection tubes, there is a black dot on the inside of the label of the blood collection tube. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes d9. Returned to manufacturer on: 14-nov-2024 investigation summary: bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that before using three (3) bd vacutainer® sst¿ blood collection tubes, there is a black dot on the inside of the label of the blood collection tube. No patient impact reported.